Event description:
Gemstar pump tubing w/1.2 micron filter used w/tpn leaked at filter connection, allowing tpn to leak & empty during night infusion. Compromised closed system. Potential for infection. Pt was not harmed nor was an infection noted.